Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, at some point, the monopolar curved scissors (mcs) instrument got stuck and surgeon asked to change them for another instrument of the same kind. The procedure was completed with no patient harm. On june 3rd, 2026, the following additional information was obtained: at the time of the failure the jaws of the mcs instrument got stuck on a close position. The instrument release kit (irk) was used to open the jaws and it worked, but after that the surgeon was unable to close them again. There was no need to remove the instrument and the cannula together. No images were available for review.